Event description:
It was reported that a spectrum pump did not detect an upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was not able to detect an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation found the device failing upstream occlusion testing. The determined cause was the ultrasonic sensor. The ultrasonic sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.